Manufacturer narrative:
The driveline infection referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01432. (B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient experienced leukocytosis secondary to driveline infection. The patient presented to the emergency room with generalized weakness and fatigue, and their white blood cell count was 16.2. The patient was admitted for uptrending leukocytosis, secondary to driveline infection. It was determined that the patient was not taking home antibiotics appropriately. The patient was educated about proper dosage and discharged on (B)(6) 2017. On (B)(6) 2017, the patient had been admitted to intensive care unit for desensitization to ciprofloxacin due to the ongoing pseudomonas bacteria driveline infection developing antibiotic resistance to colistin and ceftazidime and tobramycin. The patient was given ciprofloxacin and benadryl under a controlled environment without incident. No additional information was reported.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported leukocytosis secondary to driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.